Event description:
Subsequent to the previously filed medwatch, additional information received: the access site was the right common femoral artery. Reportedly, after the proglide plunger was deployed, the suture was not present. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported needle to cuff miss. The plunger was still in deployed position, while the lever was in closed position. The anterior cuff was engaged to anterior needle tip. The lever was opened and the plunger was removed from the device; the follower was found bent/damaged. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the reported difficulties appear to be related to user error and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide, with a 7fr sheath, after a percutaneous transluminal coronary angioplasty procedure. Reportedly, when the needles were "removed", no sutures were attached, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.